Manufacturer narrative:
The reported issue could not be confirmed after several attempts were made to gather additional information but a response from the customer was not received.

Event description:
It was reported that an inaccurate hr was displayed during use on a patient. The device was swapped out for another device to resolve the issue. No adverse patient impact was reported. Additional information was requested regarding the event.